Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). A device history record (DHR) review was performed, and no relevant non-conformances were identified. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending. Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met. Based on the information available, the most likely cause is patient factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts have been made to obtain product for evaluation. No device was returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of one (1) year, and seven (7) months due thrombosis and stenosis. The explanted valve was replaced with a 23mm 11500a aortic valve. Per medical record, the patient presented with left upper extremity weakness, fatigue, palpitation, dyspnea. The patient underwent redo-avr with a 23mm inspiris valve. Intraoperatively, a heavily thrombosed prosthetic av was explanted. Postoperative echo showed a normally seated prosthesis with no pvl. The patient tolerated the procedure well and was transferred to cticu. Per pathology report, explanted av showed fibrinous clot and membranous necrotic tissue. The cusps are thick and ragged with vegetations present, but findings suggest a noninfectious vegetation. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.